Event description:
The user received a calcium result of 3.27 mmol per l which was questioned by the doctor because the result did not compare to the results for other assays in the panel tested. The result was also questioned because the pt had a calcium result of 2.18 mmol per l on (B)(6)2009. The doctor requested the sample be retested and on (B)(6)2009 a result of 2.37 mmol per l was received.